Event description:
It was reported to tyco health care/kendall in 2008 that a customer had a problem with a umbilical vessel catheter. The customer stated that there was a formation of a clot at the catheter tip. There was extravasation of parenteral nutrition in liver tissue surrounding the vessel - pseudocyst confirmed by ultrasound, cardiotocography. Pt info: female - us on day 5, (ventilated due to hyaline membrane disease).

Manufacturer narrative:
This was a venous and not a arterial catheter. According to ultrasound or x-ray, the uvc was either vena cava inferior or ductus venosus. The umbilical vessel catheter was in between 2-5 days before they noticed this problem. The problem was noticed mostly at the time of extraction. Infant was receiving tpn, without heparin or receiving half partial, without lipids. An investigation is currently under way. Upon completion, the results will be forwarded.